Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2002. Recently pt felt thigh pain. In august 2006, x-rays showed the multipolar liner may be disassociating from the cup. Device remains implanted.